Event description:
The report received from the affiliate indicated that during pta of a mildly calcified lesion in the renal artery, an aviator plus balloon catheter (B) (4) was delivered for pre-dilatation. The balloon ruptured at approx 10 atm during the initial inflation. The aviator plus was removed from the pt's body and the procedure was continued without changing it to another balloon. Pci was performed with a stent and the procedure was completed successfully without any other problem. Details of the pci are not known. There was no adverse event, and the pt is in stable condition.

Manufacturer narrative:
An aviator plus percutaneous transluminal angioplasty (pta) balloon ruptured below nominal pressure during inflation. A pt of unk age and medical history underwent a pta of the renal artery. The lesion was described as mildly calcified. The rate of stenosis was not reported. The complaint product was delivered to the lesion, and during inflation, it ruptured at 10 atms. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking, or removing the device from the pt. An inflation device was used, MFR not indicated. Info about the type of contrast and saline ratio used was not reported. Stent implantation was done after the balloon rupture and the procedure was finished successfully. There was no reported pt injury. A review of the device history records associated with this final lot r0408559 and subassembly lot 0304080084 presented no issues during the mfg process that can be related to the reported complaint, including burst test values. With the limited info available and without the product available for analysis, the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specs. It is difficult to draw a clinical conclusion between the device and the event based on the limited info available. However, there are possible vessel characteristics, specifically the calcification that may have contributed to the event. Please note that this is an initial and final report.